Event description:
Complainant alleged that during a routine shift check by a clinician the device shut down with a good battery in it and then had no beeps during power up an no display on the monitor screen. A different fully charged battery was placed in the unit and the same scenario as above occurred. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Na